Event description:
It was reported that cooling compressor starts with increased noise level, increased vibrations during operation which get transferred to the housing. So the noise level was increased.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.